Event description:
The manufacturer's representative reported "a stopped pump following and MRI" the reporter was unaware of the tesla of the MRI scanner. The pump was interogated and no pump memory errors or pump alarms were noted. Programming "appeared to be correct." The pump was aspirated and refilled "but the pump was still not functioning." A volume discrepancy was noted; they aspirated more than expected - specific volumes are unknown. No other details of the event or patient symptoms were reported.